Event description:
Report received from an international affiliate of a chemotherapy leak from the cassette. The report stated thea the IV set was printed and connected to the secondary paort of the plum cassette. "This secondary set was connected to an IV solution mixture containing the following chemotherapeutic agent, carboplatin. The dilution was done in 250ml and was programmed to infuse over 30 minutes therefore the secondary rate was set at 500ml/hr. The patient went ot the bathroom and called the nurse when it was noticed that IV solution was leaking from the cassette chamber of pump. The nurse came to patient's side and clamped the secondary IV line. The leak persisted. Because of this, she decided to clamp off the primary line. The leak stopped." Even though it was reported that the primary solution was never infusing. "The duration of the leak prior to it being noticed by the patient is unknown. There was a small amount of chemo mixture which leaked on the floor. There was no puddle on the floor. No adverse events were reported. No dose was missed as a new set up was prepared." No medical interventions were required.